Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
It was reported that the patient experienced discharge, redness and minor bleeding at the implant site. The patient was treated a steroid cream; however, the symptoms were only temporarily resolved. Subsequently, the patient was treated with oral antibiotics for a duration of six weeks (date not reported).